Manufacturer narrative:
The investigation of the reported battery failure has been completed. The suspected console ( (B)(6) ) was sent to abiomed japan field service by the customer for further investigation. The japan investigation of the returned product identified the issue as a defective battery. The data analysis of the logs were reviewed by the manufacturer and were consistent with the reported complaint and showed battery-related alarms upon each console boot-up: battery failure (603 due to blown fuse, 360 due to low voltage), battery 1 communication failure (352), and battery level low (#23). Batttest diagnostic information from battery 1 (sn (B)(6) ) showed that 3 out of 4 cells had voltage of 0v, and the battery pack was internally shut down to the point that it would not communicate with the power battery manager circuit board or diagnostic equipment (ata interface cable). This is indicative of a cell imbalance pattern failure. After the batteries were replaced, the issue was resolved. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the field service logistics coordinator that the automated impella controller (aic) generated a battery failure alarm upon startup. Reportedly the alarm could not be cleared, and this device was replaced with a backup device. There was no patient harm related to the battery failure as a backup device was used.